Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
An article was received that cited a retrospective non-randomized clinical study that found patients implanted with the implantable collamer lens (icl) with the aim of correcting myopia or myopic astigmatism. Peri-operatively, the following complications were observed - one lens began to develop in a reversed position in the anterior chamber, and it was necessary to extend the temporal incision, remove the lens and re-implant it into the correct position, with subsequent suture of the wound. The further course was uncomplicated. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Common device name corrected to phakic intraocular lens & phakic toric intraocular lens, product code: mta & qcb (cohort included several lens model) device information corrected to icm v4, vicmo, ticm v4, vticm, vticmo (cohort included several lens models). Date received by manufacturer: should have included literature in initial MDR. Claim#: (B)(4).